Event description:
It was reported that, following surgery, the patient was in a wheelchair and used the bathroom. He couldn¿t remember anything for four hours following sitting back down in the wheelchair. It was stated that nurses were checking his intravenous lines and they paged a medtronic representative to come in and reprogram the pump. The reporter stated that the patient had had an overdose. The device system was used to deliver morphine and clonidine.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter.